Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) could not be interrogated and no tones could be heard with magnet application. The s-ICD has been in service longer than expected device operation. The s-ICD remains implanted. No adverse patient effects were reported.